Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components were not returned and kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7046807.